Event description:
Night nurse completed a heel stick on the infant and noted edema on the infant's chest area. Upon further review edema noted on bilateral chest area to abdomen with ecchymosed area on upper center of chest just left of midline. PICC infusion stopped at this time and PICC line removed. Approximately two hours later, the dayshift rn measured dark red/purple area on chest at 3.5cm by 2cm in an oblong shape across upper left chest with redness noted radiating out from demarcated line of purple area to under chin and to sternum. Edema noted across chest extending to midaxillary line bilateral and down beyond sternal border on right side to lower abdominal quadrant. The entire area soft, and appears non-tender when palpated.